Event description:
During an in-clinic follow-up after initial implant procedure, the patient was experiencing pre-syncopal episodes. An increase in capture threshold resulting in loss of capture (loc) was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and dislodgement was confirmed. The device was reprogrammed as in interim solution and then the rv lead was explanted and replaced to resolve event. The patient was stable.